Event description:
Reference number (B)(4) event occurred in the united states it was reported that, the patient experienced issue with 1 infusion set's cannula being kinked on (B)(6)2024. The symptoms were noticed 3 or more hours after insertion made abdomen.the set had been in use for 12 hours before it kinked. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available